Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape ring was not rotating smoothly, resulting in the instrument arm drape to twist during the universal surgical manipulator arm rotation. The procedure was completed with no reported injury.